Manufacturer narrative:
H6- medical device problem code 2017 clarifier: use after expiration manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the 2.80x19mm graftmaster stent was used after the expiration date. The account confirmed the expiration date prior to use; however as it was an emergency situation, the stent was implanted anyway. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. Reportedly, the 2.80x19mm graftmaster stent was used after the expiration date. It should be noted that the graftmaster rx coronary stent graft system instructions for use states: note the product ¿use by¿ date specified on the package. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as the device was used after the use by date. As reported, the account confirmed the expiration date prior to use; however, as it was an emergency situation, the stent was implanted anyway. Per the physician the implantation of the stent saved the patient¿s life. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: model number updated from na to 1012580-19.